Manufacturer narrative:
No product was returned. The cause of the hypotension was not determined due to insufficient clinical details. The cause of the minor bleed was not determined due to insufficient clinical details. The cause of hemolysis cannot be determined since insufficient clinical details were provided. The cause of positioning issue cannot be determined since insufficient clinical details were provided. The cause of pump suction cannot be determined since insufficient clinical details were provided. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced hemolysis and hypotensive episodes. In response, the pump was repositioned. The patient was treated with pressors in response to hypotension. Oozing was observed and suction alarms occurred. The pump position was confirmed to be optimal. Later, care was withdrawn and the patient expired.